Event description:
It was reported prior to starting a da vinci si procedure that the fenestrated bipolar forceps instrument had a frayed wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the damaged instrument component was a broken pitch cable. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additionally it was found, though not reported by the site, scratches on the maintube. The distal end of the main tube has various scratch marks with light material removal. The evidence is not conclusive, however, may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.